Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient was taken to urgent care and diagnosed with an abdominal wall abscess. The patient was treated with oral antibiotics (x2 rounds of amoxicillin x5 days and doxycycline). The patient was then admitted to the hospital and had surgery to incise and drain the abscess. The patient was also given IV (intravenous) antibiotics. The wound was kept open to heal by secondary intention. The patient covers the wound with vaseline gauze when they are out and keeps it open to air when they are home. The patient was released from the hospital 4 days later.